Event description:
Reportedly, during a lung transplant procedure, the pi 55-4.8 stapler (#4904t) was used to transect the trachea. The pin was engaged manually and the stapler was fired twice sequentially. Later it was discovered that there were no staples at the intended site and the trachea remained opened.